Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 600mg/dl and the pump alarmed insulin flow blocked. The customer treated with insulin. Customer indicated that their doctor has not been contacted and their blood glucose value was 298mg/dl at the time of the call. Troubleshooting was performed and found that the issue was resolved by a complete set change. Customer also indicated that they had to change the infusion set twice. Troubleshooting advised that no delivery was most likely the result of an occlusion and changing the reservoir resolved the issue. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.